Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval and the alinity m resp-4-plex assay, list number 09n79-095, which received FDA approval.

Event description:
The customer reported a low, late positive result for the rsv target on the alinity m resp-4-plex amp kit. The customer did not consider the curve to be valid. Sample ID (sid) (B)(6), tested on (B)(6)2025, resulted in a positive value for the rsv target with a cycle number (cn) of 39.11. The curve is low and barely sigmoidal, which caused the customer to question the validity of the result. The sample was a pharyngeal swab, collected as per package insert specifications. The test was reported as "not interpretable" outside of the lab, and a new sample was requested. The customer reported that they did not receive a new sample. There was no report of impact to patient management.

Manufacturer narrative:
Corrections: update g4 to n/a as this submission was for a same/ similar product. The results of the investigation are summarized as follows: retain / file sample evaluation: the file sample evaluation for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 was performed. The qc testing for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 met all validity criteria and acceptance criteria for all four analytes. The disposition is a pass. Customer data review: the run involving the reported sample ID (sid) 25-540971 was valid. The assay met specification requirements for the rsv analyte, and no error codes or performance related flags were displayed for the sample. The amplification curve for rsv analyte is delayed, but the amplification curve for the internal control is normal and sigmoidal. It is recommended to follow the appropriate amp kit, sample prep and reagents handling, as well as storage conditions as per documentation. Instrument contamination/ sample mishandling cannot be ruled out as a likely cause for the discrepant false positive results. Quality data review: device history record (DHR) review the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 (including component lots) were obtained and reviewed to identify if there were any issues related to the reported complaint. Review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 (including the components) did not identify any issues that could have led to the reported complaint. No records related to the reported complaint were found that would indicate any issues which could result in the reported complaint. The quality control (qc) amp kit masterlot testing for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA (corrective and preventive action) / non-conformance review: a lot specific CAPA search was performed to identify related existing internal quality records to the reported complaint during production or internal use. The lot numbers 414712 and 4147121 were searched. The CAPA review for lot numbers 414712 and 4147121 did not identify any existing internal issues or nonconformances related to the reported complaint. The investigation was expanded to include the part number. Additionally, a review of the part specific keyword search report was performed for part 9n79 to identify any existing internal quality records that could result in the reported complaint during production or internal use records that were related to the reported complaint and part. The part specific CAPA review did not identify any internal records or nonconformances related to the current complaint for part 9n79. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant false positive results for the rsv analyte. The search was expanded to include the alinity m resp part number (9n79) and keywords related to the reported issue. Complaint trending per am01-01-002 was completed. List number 09n79 (alinity m resp-4-plex) did not exceed the complaint upper control limit. No new adverse trend was identified. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 was not identified.